Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient had just inserted a new sensor and had a doctor´s appointment. When they arrived at the clinic, the warmup period still needed 10 minutes to complete. The patient was using the pump as their main display device and received a high alert at some time during the stay at the clinic. However, it was also stated that the sensor had finished the warmup period, but the cgm device did not show any readings. The patient did not have any symptoms, but the doctor took bloodwork, and the blood glucose reading was 1100 mg/dl. The patient had no symptoms but was advised to go to the emergency room. At the emergency room the patient was treated with intravenous insulin. The patient was discharged the day after the event (length of stay less than or more than 24 hours is unknown). At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.